Manufacturer narrative:
This report is being submitted as follow up no. 2 , provide additional patient information and provide additional event information.

Event description:
Additional information was received on 10/29/18. During the procedure, there were no difficulties with the use of the progreat catheter. There was no resistance felt during the placement of the progreat. There was no blood loss. The procedure in itself went well and the patient was treated as intended. It was reported that the patient is currently doing well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section and provide the completed investigation results. (B)(4). Visual inspection upon receipt revealed that the outer and inner layers of the shaft had been fractured at approximately 725mm from the distal end of the device. At the fracture, exposure of the elongated and fractured stainless steel was noted. Magnifying inspection of the fracture end found that the edges of the distal and proximal fractured outer layer matched each other in shape. The number of traces of the loops of the stainless steel reinforcement impressed on the inner wall of the outer layer was counted under transmitted light and found to be equal to that of loops remaining on the stretched stainless steel reinforcement. From this, it is most likely that there was no portion of the stainless steel reinforcement missing from the actual sample. The total length of the actual sample was found to be approximately 1500mm (distal portion: approx. 725mm, proximal portion: approx. 775mm) the length specification of this product code is approximately 1500mm. The actual sample was confirmed to be equal to the normal product in length. Based on the above measurements, it is likely that there is no portion missing from the actual sample. The fracture cross-sections were inspected from the lateral side under magnification. The inner layer was found to be exposed at the fracture end. The outer layer was found to have become thinner toward the fracture end. The fracture cross-sections were inspected from the lateral side under electron microscope. There was no anomaly, such as a scratch, which could have been a trigger of the fracture. The inside and outside diameters of the shaft were determined on the undamaged section and confirmed to meet manufacturer specifications. Functional testing was conducted. A retention sample of the involved product code was kinked first and then subjected to pulling force. Stress was concentrated on the section adjacent to the kink, where the outer and inner layers became fractured. Subsequently, the stainless steel reinforcement started to be stretched, exposed at the fracture end and got fractured finally. Magnifying inspection of the fracture found that the outer layer had been stretched and become thinner toward the fracture end with the exposure of the inner layer. The state of the fracture was found to be similar to that of the actual sample. There is no indication that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the actual sample was exposed to bending force and became kinked. Subsequently, during the withdrawal manipulation, the kinked section was subjected to pulling force, where the outer and inner layers became fractured and elongation and exposure of the stainless steel reinforcement followed, resulting in the complete fracture into two pieces. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "if any resistance is felt, do not remove the micro catheter system by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval."

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) - k033913 h6: patient code 3161 - no code available: fractured segment was in patient, however, was removed by medical intervention. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the manufacturing record and the product release decision control sheet of the involved product/lot# combinations was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a fracture on the involved progreat device. During prostate embolization, the progreat was removed at the end of the procedure without significant resistance. Since a crossover for the treatment of a contralateral stenosis in the pelvic floor should take place via the existing access, the procedure was repeated. It was found that there was still a segment of the progreat in the vessel, which was confirmed by inspection of the drawn progreat. The fractured segment could be moved back by repeated aspirations and recovered with forceps. It was reported that there was no harm to the patient. The procedure outcome is unknown.